Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that "flushing stylet not easily identifiable. Wire left in place on two occasions in same pt. Pt required transportation and further intervention to have wires removed. Flag is not sufficient warning that there is a wire in the catheter." Pt gets sent for a PICC insertion. PICC inserted, unwittingly leaving wire in catheter. Pt is sent back because there is concern that there is a wire still in catheter. A PICC is inserted in other side, by a different dr, who also left the wire in the catheter. After flushing the original catheter, found that it flushed ok and for some reason left both PICC lines in. Notified by the pt's gp who had been notified of a retained wire by a cardiologist doing a cardiac echo. X-rays showed 2 retained wires, and the pt was sent for removal of the wires. Interventional radiologist had removed 2 wires, without a catheter. Comments: the fact that 2 different doctors inadvertently left the wire in, appear that there is an issue with the product. No sure about the timing and method of removal of the lines. It appears that the hub has broken off to allow the wires to migrate.